Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, used an alcohol wipe or lint-free cloth to clean the pneumatic tap area on the pump. Reloading the same cartridge resolved the issue, allowing the customer to load a cartridge successfully and resume insulin delivery.